Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked at the septum site. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon examination, tears were observed to the septum and column wall. The septum's top disk was unglued from the rim of the body, but residual adhesive was observed on the rim indicating that the defect occurred after manufacturing. A water leakage test confirmed leakage in the actuated position. A root cause could not be determined for this instance. The column wall tear could be a contributive factor for leakage and is normally attributed to incorrect usage or excessive actuations. A review of the device history record was unable to be performed as the lot number was unknown. Water leak test: attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on the un-actuated position. The unit leaked through the vent hole when the unit was tested on the actuated position. Conclusions: the unit leaked through the vent hole when tested on the actuated position. Conclusion: the root cause is indeterminate. A definite source that contributed to the tears (top-bottom slits and column wall) could not be established. The column wall tear could be a contributive factor for leakage and is normally attributed to incorrect usage or excessive actuations. The evaluation of the septum revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed.